Event description:
A nurse reported a patient is experiencing ghosting and blurry vision following an intraocular lens (iol) implant surgery. The lens was exchanged. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the lens was returned. Solution, haptic damage and optic damage were observed. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause for the complaint of ghosting ad blurry vision. Attempts have been made to obtain additional information. A completed questionnaire has not been received. There have been not other complaints reported in the lot number. (B)(4).